Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient that was using an external neurostimulator (ens) for fecal incontinence. It was reported that the patient was constipated, but excited that they did not have any diarrhea. It was noted that the trial began on (B)(6) 2017. On (B)(6) 2017 the patient reported that during their follow up appointment that day, someone in their physician¿s office accidentally cut the lead. The patient stated that their lead was no longer connected as it was cut, and the patient was upset by this as they were experiencing symptom relief. The patient stated that they were scheduled for implant on (B)(6) 2018. The patient also mentioned that they were constipated. No further complications were reported.